Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the customer error description could be confirmed. It was assumed that wear and tear damage caused the issue with increasing use/time. The instruction manual identifies the following related verbiage which may be can prevent the indicated phenomena: "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The data for personal information (initial reporter) cannot be made available due to restrictions imposed by the EU general data protection regulation (gdpr, art. 44-49). Event date is (B)(6) 2021. The device is returned and an evaluation completed for it. Upon inspection and testing, it was noted that there the adhesive of the distal end lens was peeled off. This creates a gap through which stain can enter. The gap was likely caused by dropping or knocking the device to a hard surface. Additionally, the charge couple device (ccd) unit cover glass was scratched and the glue was partly missing. Acoustic lens was cut, control unit grip and scope body was scratched. The angulation wire had play. The probe unit yielded a shadow in the ultrasound image. The customer¿s complaint of the image was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned by the customer for the repair of the issue of a shadow in the center of the image. There is no reported harm to any patient. Upon evaluation of the returned device, it was noted that there the adhesive of the distal end acoustic lens was peeled off. This creates a gap through which stain can enter. The gap was likely caused by dropping or knocking the device to a hard surface. This report is being submitted to capture the reportable malfunction of the peeled adhesive at the distal end acoustic lens which was noted at evaluation.